Event description:
A high glucose readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified high sensor scan results on ADC device. It is unknown whether the customer noted a trend arrow on the device. Emergency medial services were called and upon arriving they obtained fingerstick glucose result of 65 mg/dL in comparison with ADC device readings 285mg/dL. When the provided results were plotted on a Parkes Error Grid, fell into the D zone showing the difference in values to be clinically significant. The length of the wear was unknown days. The customer was administered with 10% glucose intravenously from healthcare professional and glucagon from a family member for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.